Event description:
It was reported that the customer had a button error alarm on her insulin pump. Leading up to the alarm, she had noticed the buttons becoming less responsive. Her blood glucose was 232 mg/dl at the time of reporting. She was advised to revert to a backup plan. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads. Pump received with cracked reservoir tube lip and cracked lcd window.